Event description:
It was reported that a leak from a small hole in the filter was observed on the third day of infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: g3: france. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received in used condition, without its original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no obstructions, damaged, broken, or other defects were detected in any of the joins of the product. Per functional leak testing, a leak was present in the filter air vent. The complaint was confirmed. The root cause was due to user interface and not adhering to the instructions for use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are performed since failure mode was not related to the manufacturing process.